Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Customer¿s blood glucose (bg) level was ¿high¿ (specific bg value was not provided). Suspected cause was due to the customer¿s settings requiring adjustments. Customer administered a correction bolus of insulin to address bg. Customer updated their pump settings to address the event.